Event description:
In early 2005, pt underwent gastric bypass procedure with implantation of device as stable line reinforcement. In 2005, during routine endoscopy surgeon observed small portion of device having migrated into the lumen of the gastric pouch. Portion of device was excised during endoscopy without issue. Current pt status: doing fine.